Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01033. It was reported that the patient leads had migrated and was confirmed by x-ray. In turn, the patient underwent surgical intervention on (B)(6) 2020, wherein a leads revision was completed and both leads and anchors were explanted and replaced. Therapy restored post operatively.